Manufacturer narrative:
Correction made to d4: catalogue #: 2c4063k (previously submitted as 2c4063). Additional information was added to b5. The nurse reported that there was no nothing wrong with the device. The patient¿s line was not quite in place and did not want to infuse the piperacillin/tazobactam. Previously reported as "there was no flow of medication through a large volume folfusor. The expected therapy time was 24 hours; however, it was observed that the device had not delivered any of the dose over time. The device had been filled with piperacillin/tazobactam 18g per 230ml sodium chloride 0.9%. H10: should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no flow of medication through a large volume folfusor. The expected therapy time was 24 hours; however, it was observed that the device had not delivered any of the dose over time. The device had been filled with piperacillin/tazobactam 18g per 230ml sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.